Manufacturer narrative:
Pending engineering evaluation.

Event description:
Revision- reason not reported.

Manufacturer narrative:
Engineering evaluation notes that the revision reported was likely the result of polyethylene wear, which was accelerated by edge loading, leading to vertical migration of the femoral head.

Event description:
Revision- reason not reported.